Event description:
Routine complaint investigation when a consumer reported receiving imprecise sequential readings over a ten minute time frame on the precision qid blood glucose monitor. The values, when plotted on a parkes error grid fall in the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
No product has been returned for investigation at time of file. Retain testing of the strip lot with control solution shows results typical of this batch. All results fell within the assigned range. Should any significant findings be identified upon investigation of returned product, a follow up report will be filed.